Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 8/04/2016 with the following findings: during investigation, a visual inspection of the pump revealed two cracks in the battery compartment. There was moisture corrosion observed in the battery compartment. A leak test was performed and a leak in the battery compartment was found. The pump was opened and no evidence of moisture corrosion was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the battery compartment was damaged. It was noted that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.